Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to confirm the reported problem. If we receive the device, we will reopen the investigation for further evaluation. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
H3: other: device is not being returned for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "the regulator knob working, peep not working, and the o2 indicator is not working". The event occurred at s d lifecare. There was no patient involvement and no patient harm adverse event reported. The product will not be returning to ICU medical for repair. This product will be repaired either at helmier service center or would be repaired in the field in india.